Event description:
Pt revised to address osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 14 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product or add'l info that changes this conclusion be rec'd, the investigation will be re-opened.